Manufacturer narrative:
The report previously reported as uno recall, now it was updated and corrected.

Event description:
The manufacturer became aware of allegations, for a dreamstation 2 that the device had an error code of service required on the device and had a CT scan that showed deterioration of her brain the device has not yet been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Previously the manufacturer was submitted report for reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices and also (device) problem code grid was wrong in this report, now code is corrected. File attachments in box b, box g and box h sections was updated/corrected.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the device had an error code of service required on the device and had a CT scan that showed deterioration of her brain. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The patient has alleged device had an error code of service required on the device and had a CT scan that showed deterioration of her brain. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer previously received information from customer in reference to a ds2adv auto CPAP with an allegation of device is state that the device had an error code of service required on the device and had a CT scan that showed deterioration of her brain. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed a white piece of sticker-like substance, small cracks were around the therapy button on the ui panel and scratches were observed on the exterior of the ui panel. An unknown dust contaminant was observed on the ui panel, on the blower, blower seal, blower box, heater plate, bottom and the top enclosure. Evidence of liquid ingress was observed on the iso port, along with hair-like particles and with potential mineral deposits was observed on the blower and blower box. Evidence of liquid ingress with potential mineral deposits was observed on the heater plate bottom enclosure, and heater plate spring. The heater plate spring had a discoloration to it, likely due to liquid ingress. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 12 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer was not able to confirm the complaint or address the symptoms specified. In box h: device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. In box a: previously missed to capture patient identifier details and updated in this report. In box e: previously missed to capture some initial reporter details and updated in this report.